Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had dirt on the cleaning brush. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number), h6 (component code, corrected from 525 - tube to 841 - imager). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. No physical damage was found where the foreign material remained. Based on the results of the investigation, the foreign material could not be confirmed, olympus could not identify the material. The legal manufacturer was unable to confirm whether pre-cleaning was performed immediately after the case, it was possible that this resulted in insufficient cleaning and stain that had adhered during the case could not be completely removed, resulting in its remaining in the device, but it is not possible to determine the cause of the foreign material remaining in the device. The event can be detected and prevented by following the instructions for use: the inspection method for the suggested event is described as follows in the operation manual for gif/cf/pcf-290 series "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.